Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up. Upon interrogation of the pulse generator, the device recorded several episodes of auto mode switch starting from (B)(6) 2018 due to atrial lead noise. Lead noise was reproducible when the patient performed isometrics. The atrial lead capture was otherwise stable and the patient suffered no ill-effect as a result. No programming changes were performed and the patient was scheduled for normal follow up.